Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported that when advancing the subject guidewire through the microcatheter, it was delaminated due to friction. The subject guidewire got stuck with catheter and it can not be advanced but can pull back. The procedure was completed and there were no reported clinical consequences to the patient. No other information was provided.

Manufacturer narrative:
Based on the results of the DHR (device history record) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. Visual and microscopic examination of the returned subject guidewire device found that the subject guidewire was noted to be heavily kinked/bent and the subject guidewire was returned stuck in the sl-10 microcatheter. The devices were soaked in warm water, the subject guidewire could not be removed from the microcatheter, the subject guidewire was damaged further during analysis. A functional inspection could not be performed as the subject guidewire remained stuck in the sl-10 microcatheter. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Analysis of the returned device found the transend guidewire stuck in the sl-10 microcatheter used in the procedure and could not be removed. The guidewire was significantly kinked which suggests that excessive torque and manipulation during advancement of the guidewire in the sl-10 microcatheter resulted in the observed damage. The reported 'guidewire delamination¿ could not be determined during analysis as the guidewire remained stuck in the sl-10 microcatheter. Therefore an assignable cause of ¿undeterminable-root cause could not be determined¿ to the reported 'guidewire delamination¿ as review and analysis of all available information fails to indicate and assignable cause or probable assignable cause. This complaint appears to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. Therefore an assignable cause of procedural factors will be assigned to the reported 'nv - guidewire difficult to advance¿, ' guidewire friction¿ and analyzed ¿guidewire difficult to advance¿, ¿guidewire friction¿ and ¿guidewire kinked/bent¿ were confirmed during analysis.

Event description:
It was reported that when advancing the subject guidewire through the microcatheter, it was delaminated due to friction. The subject guidewire got stuck with catheter and it can not be advanced but can pull back. The procedure was completed and there were no reported clinical consequences to the patient. No other information was provided.